Event description:
We were notified by a hospital that this lead was explanted for an unknown reason. There were no adverse patient events reported. Should additional information be received, this file will be updated.